Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed weak battery, low battery, failed battery test, replace battery and battery out limit. Blood glucose was high; value is unknown. The customer had turned the insulin pump off. Troubleshooting was performed. The customer stated that the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and insert a new battery; the customer received a failed battery test alarm. Customer was advised to monitor the insulin pump and a battery cap replacement would be sent. The insulin pump will not be returned for analysis.